Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to want turn off include: 1. The flow valve may have been in manual mode which will cause the saline to have a non-stop flow, as well as the wand used the roller clamp could have been left open causing a constant flow. 2. There may have been a loose cable connection between the returned device and the used controller which could cause the high pressure issue. 3. There may have been an issue with another device used as part of the system. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the irrigator would not stop. It is unknown if there was backup device available. No delay or patient injury reported. This issue can contribute to over-pressurized in the patient.

Event description:
It was reported that the irrigator would not stop. No patient injury reported. This issue can contribute to over-pressurized in the patient.